Event description:
Unconscious [loss of consciousness]. Case description: medical device information: class lla this spontaneous case from denmark was reported by a consumer as "unconscious" and concern a female pt treated with a novofine 30g disposable needle, levemir flexpen (long acting insulin detemir) and novorapid flexpen (fast acting insulin apart) (start date unknown) due to diabetes mellitus (duration unknown). The pt was diagnosed with diabetes mellitus at the age of 4,5. No medical history reported. On medical history reported. In 2008, the pt died. The sister to a diabetes patient called novo nordisk and told that her sister died the day before. She tells that her sister ate breakfast together with her husband in the morning. When he came home four hrs later, he found her unconscious in bed with the pens beside her. She was brought to hospital but they could not save her life. The medical public health office has done preliminary investigation into the death of the sister, but could not make no conclusions. She is therefore brought for autopsy in copenhagen, novo nordisk will receive the pens for investigation. On 05-mar-2008 information rec'd resulted in the novofine needle being added as suspected product. Reporter's causality: unknown. Novo nordisk's causality: reportable. Comment: company comment: no information concerning concomitant medication and diseases has been provided. Moreover no cause of death has been established. Therefore it is impossible to make a causality assessment.